Manufacturer narrative:
(B)(4). Additional information: it was reported that after mesh implantation, patient experienced erosion into her bladder that resulted in vaginal/abdominal pain and bleeding. Excision of mesh with hematoma was done on (B)(6) 2011.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. On (B)(6) 2010 s/p mesh implant the patient informed the doctor that she had significant pain in the vaginal/ abdominal area. CT scan was performed and revealed a retropubic mass consistent with a hematoma secondary to the sling arms and the mesh. She was scheduled for revision surgery to repair the hematoma. The patient experienced pain and erosion. It was reported that the patient underwent mesh revision on (B)(6) 2010 for erosion to the bladder and hematoma.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00981. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to the FDA: 10/26/2016. (B)(4). It was reported that following insertion the patient experienced vaginal prolapse. It was reported that the patient underwent excision of vaginal mesh and cystourethroscopy on (B)(6) 2016 by (B)(6).

Event description:
It was reported that following insertion the patient experienced vaginal prolapse. It was reported that the patient underwent excision of vaginal mesh and cystourethroscopy on (B)(6) 2016 by dr. (B)(6).

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2010 for the treatment of pelvic organ prolapse and stress urinary incontinence and pelvic floor repair mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.